Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the nurse reported that blood was leaking from what appeared to be a small slit in the arterial tubing. Treatment was terminated with partial rinseback, resulting in an estimated total 250cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cartridge was returned to nxstage for evaluation. Inspection of the cartridge identified a tear in the arterial blood tubing which appeared to have been caused by piercing a foreign object into the tubing. All cartridges are 100% leak tested during manufacturing. Such a tear in the tubing would not have passed the manufacturing leak test. It is unk when the tear occurred. The leak was not observed during the priming of the cartridge before treatment was initiated. There have been no similar problems reported. This appears to be a random and isolated event. The user's guide states that "the nxstage system one may not sense slow fluid or blood leaks resulting from loose connections, faulty components or other causes. Always tighten and recheck patient vascular access and all fluid lines, connections, caps and clamps." Nxstage continues to monitor as part of the routine complaint process and considers this report closed.